Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the there was no low battery alarm prior to replace battery now alarm. The customer stated that the battery was not used previously. The customer stated that the insulin pump was not bumped or dropped. The customer stated that there were no unattended alarms. The customer stated that the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.